Manufacturer narrative:
Device passed functional test such as displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error 24 or pump error 40 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post ram alarm and motor safety circuit failure alarm. Customer¿s blood glucose level was 61 mg/dl. Customer was not able to clear the alarm and second time they got the same error. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.